Event description:
It was reported that biomed had a arctic sun device that was not passing the fluid delivery line inlet pressure check, ip was reading around -6.5 on multiple valves, flow rate was 1.8lpm, inlet pressure was -7.0 psi, circulation pump command was 56 percentage, system hours were1699, biomed initially wanted the part number for the fluid delivery valves but after explaining that it could be the circulation pump was going to see if they gets the same results with another fluid delivery line and if so they going to run a calibration to see if it passes. The part number and price for a new circulation pump was provided and they also wanted the valve part number.

Manufacturer narrative:
The device was not returned. The reported issue was confirmed. The root cause of the reported issue could not be identified. Biomed had a arctic sun device that was not passing the fluid delivery line inlet pressure check, ip was reading around -6.5 on multiple valves, flow rate was 1.8lpm, inlet pressure was -7.0 psi, circulation pump command was 56 percentage, system hours were1699, biomed initially wanted the part number for the fluid delivery valves but after explaining that it could be the circulation pump was going to see if they gets the same results with another fluid delivery line and if so they going to run a calibration to see if it passes. The part number and price for a new circulation pump was provided and they also wanted the valve part number. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed had a arctic sun device that was not passing the fluid delivery line inlet pressure check, ip was reading around -6.5 on multiple valves, flow rate was 1.8lpm, inlet pressure was -7.0 psi, circulation pump command was 56 percentage, system hours were1699, biomed initially wanted the part number for the fluid delivery valves but after explaining that it could be the circulation pump was going to see if they gets the same results with another fluid delivery line and if so they going to run a calibration to see if it passes. The part number and price for a new circulation pump was provided and they also wanted the valve part number.